Event description:
Event description guidant received information that during the implant procedure, defibrillation testing was performed 6 times. Conversion was successful the first attempt with 21 j; however, the second attempt with 21 j failed. The device was removed, as the physician had concerns regarding the device's output. A high energy device was successfully implanted.